Event description:
It was reported that an ilet user experienced hyperglycemia with a glucose reading of 321 mg/dl, was unsure of the cause, and noted slower-than-expected decline; during troubleshooting the user disconnected the infusion set, primed until drops were observed, reconnected, and glucose decreased to 288 mg/dl and later to 113 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial